Event description:
Tip was intact at beginning of procedure, 300ml urine was collected in drainage bag. A few seconds later, the patient had noticeable leakage, and the catheter was in the bed. Tube was inspected and noticed the tip of catheter was broken off and was not in sight. New package open and compared the two tubing. There was definitely a malfunction/ broken piece.